Event description:
Na

Manufacturer narrative:
The device was returned to the manufacturer (MFR) and has been analyzed as follows: visual and microscopic examination of the device septum revealed a slit on the device septum surface with no internal damage. The device body had a few deep and minor scratches. The device bayonet lock was disconnected from the device. Longitudinal slits, compression marks and discoloration were seen on the 10 1/2" device catheter approx 6" from the device body. The damage seen on the device catheter is characteristic of "pinch-off sign." This unit was patent and no resistance was felt when flushing the device. A red fluid consistent with blood was collected upon flushing the device. After clamping above and below the damaged area of the device catheter, the device/catheter were pressurized with air and fluid and no leaks were noted. A trend analysis was performed on similar incidents for this catalog/lot number and a trend has been identified. A review of the device history record did not reveal any manufacturing variances related to this event. The MFR's analysis could not determine how the device bayonet lock became disconnected from the device. However, based on the information available and the results of the MFR's analysis of the device, the report that "the catheter had lengthwise slits at the approx midpoint, approx where the catheter goes between the clavicle and the 1st rib" has been confirmed. Anatomically induced repetative clavicular compression appears to have caused the damage found during the MFR's analysis of the device. The MFR is currently investigating possible causes/factors which may have contributed to the increased incidence rate for this catalog/lot number. No further details are available at this time.